Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. A new cartridge was successfully loaded to address the issue. The customer's blood glucose level ranged between 250-280mg/dl.